Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be determined. If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice device, a high drain error 201 alarm was identified. This occurred in therapy during manual drain one. The patient was involvement. This meets increased intra-peritoneal volume (iipv) criteria, however, no additional information is available at this time.